Event description:
In an abstract titled "kyphon balloon kyphplasty-breast cancer: a case study", the following was reported: a female patient with a previous history of breast cancer underwent a kyphoplasty procedure. The patient presented with pain in the right hip and in the upper lumbar spine. Upon further evaluation, it was noted that the patient had a metastatic lesion to her right femur and a significant lesion involving t12. An MRI revealed a vascularized lesion at the t12 vertebral body and the patient stated her pain was unbearable. The patient had a balloon kyphplasty performed on t12 via bilateral transpedicular approach. During the procedure, it was noted that the tumor at t12 was very hypervascular. The bleeding was quite brisk with initial needle placement but once the ibts were inflated, the bleeding slowed down significantly and gave enough hemostasis to complete the procedure. Approximately 300 cc's of blood was lost at the t12. Per the author, the blood loss could have been more significant if it had not been for the tamponade effect of the kyphon balloons. The patent had excellent pain relief and 100% functional status with excellent mobility and minimal pain.

Manufacturer narrative:
Device not returned, internal review of literature.